Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. Results:(B)(4) is based on evaluation of user facility information & the returned sample; (B)(4) is based upon evaluation of the retention samples. Conclusion - (B)(4) is based upon evaluation of user facility information & the returned sample; (B)(4) is based upon evaluation of the retention samples. The actual device was returned to the manufacturing facility for evaluation. The sheath, dilator, and wire were visually inspected. The wire had four kinks along its length. The wire appeared to have the core at the very distal end however, the wire felt soft compared to the retention sample from the reported part/lot number. The wire was further investigated under magnification. Magnified inspection revealed the core was present at the distal end. It also showed the core to been stretched and flattened throughout the length of the wire. The length of the wire was measured and met manufacturing specification. An evaluation of the retention samples from the reported lot as well as the surrounding lots manufactured was conducted. A visual examination of the samples confirmed there were no visual defects. The wire od and length was measured and confirmed to meet manufacturing specification. A review of the device history record for the reported part/lot combination did not reveal any issues during the manufacturing of the reported lot. A review of the complaint files confirm the reported part/lot number combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the cause of the reported event cannot be definitely determined based upon the available information, it is likely that the actual sample met resistance, kinked, and was subject to additional pushing and pulling forces. The device labeling does address the potential for such an event in the instructions-for-use, which states the following: "advance the mini guidewire slow. If resistance is met, do not advance or withdraw the mini guide wire until the cause of resistance is determined." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported that the starter wire was missing the wire core on the rss502 device. Follow up communication with the user facility reported the following information: (1) the sheath wire came out of the package with the core missing; (2) the wire was introduced into the body; (3) a different wire was used with the actual sheath during insertion; (4) the procedure was completed successfully; and (5) there was no patient injury.